Manufacturer narrative:
Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a dead battery. Patient involvement unknown.

Manufacturer narrative:
Date of report: 16nov2018. Date of manufacturer: 15nov2018. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. No parts were returned to philips for evaluation, therefore, a root cause could not be established.